Event description:
On (B)(6) 2012, customer reports via phone that the ram moved towards the fill direction when the lever was pushed to expel. This happened with the injector pointed towards the ceiling and was not connected to a pt. The technologist was attempting to load a syringe at the time. The technologist used the manual knob to move the ram in the direction desired. The technologist reports then turning the injector to face the floor and all functions returned to normal. This did not happen during a pt procedure. No injuries to report.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.